Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08143. The patient received the scs system on (B)(6) 2011. It was reported that the patient had ineffective stimulation. Reprogramming the device was unable to resolve the issue. The leads were removed and replaced by new leads.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As returned, one of the leads were found to have an open channel. The other lead exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.